Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2016 angiodynamics complaint report was reviewed for the xcela PICC w/pasv product family and the failure mode "leakage - valve / blood back-up." No adverse trend was identified. The end user's reported complaint description cannot be confirmed, nor can a root cause be determined, as no sample was received for evaluation. Angiodynamics manufacturing process controls for this device include verification that each valve disc is properly slit , then centered after it is assembled into the valve housing. Each pasv valve is 100% infusion and aspiration tested to ensure that the valve will open and close at the required pressures. Valves that fail either of these tests are discarded. The xcela pasv PICC dfu (directions for use) that is supplied in the applicable kit provides guidelines for the preferred method for blood sampling. (B)(4) device not returned to manufacturer.

Manufacturer narrative:
The investigation into this event is still in process. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported, after placing a dual lumen PICC line, the valve on one of the lumens allowed blood to come back. The PICC line was replaced. No patient injury or complications were reported.